Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm announcing. Customer's blood glucose level ranged between 178-179 mg/dl. At the time of the report, the occlusion was cleared therefore no troubleshooting was performed.